Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was isolated to the faulty reed switch sw5. The customer has been provided with a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not power on when lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.